Manufacturer narrative:
Device return is not required. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an inaccurate sensor reading issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.

Manufacturer narrative:
Follow-up #1: date of submission: 10-apr-2018 - device evaluation: the pump has been returned and evaluated by product analysis on 04-apr-2018 with the following findings: during investigation, a visual inspection found no damage or defects to the sensor. The sensor wire length was found to be within specifications.